Manufacturer narrative:
Investigation results: device analysis findings: the complaint device was received for product analysis. No issues were noted with the hypotube shaft. A visual and tactile inspection of the entire extrusion found a burst/rupture in the outer lumen. The rupture measured approximately 0.6cm in length and was located at 2.1cm proximal to the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Microscopic examination of the site of the burst/rupture in the outer lumen, identified no damage to the inner lumen, at the same location. Tip showed no signs of tip damage. No other damage was observed along the entire length of the device. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information. The complaint allegation of the device failing to cross the lesion cannot be confirmed through device analysis, as it is not possible to test the device for navigational issues, through patient anatomy. The type of damage found on analysis, burst/rupture in the outer lumen, is part of a further investigation.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the device was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the physician attempted to optimize the highly fibro calcified and diffuse lad lesion. However, it was noted that the device was unable to cross the lesion. The physician attempted multiple times to cross the lesion but remained unsuccessful. The procedure was completed using another device. There were no patient complications and the patient was stable post procedure. However, device analysis revealed a burst/rupture in the outer lumen of the shaft.